Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) stated the blue (forward) and yellow (reverse) buttons on roller pump were not working. The roller pump was located in position #5 on 8k base. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
The field service rep (fsr), checked the forward and reverse buttons on the roller pump and was unable to duplicate the reported issue. The fsr performed corrective/preventative maintenance on the roller pump. The unit operated to manufacturer specifications and was returned to clinical use. No part will be returned to the manufacturer for eval. If additional info becomes available on this complaint that would alter the facts and or conclusion, a supplemental report will be filed accordingly.